Manufacturer narrative:
Additional information was added to h6. Correction to d4: lot#: the reported lot # 204097 is not associated with the reported catalogue #; therefore, the lot is not known for this event (replace 204097 with ni). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor (large volume) leaked coming from the drip system. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.